Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - vision, loss of visual acuity. (B)(4) - lens, discoloration of. Device remains implanted. Device evaluated by manufacturer? No - lens remains implanted. Evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens remains implanted.

Event description:
The reporter stated one of their patients had an aa4203tl silicone toric single piece lens implanted in their left eye (os) by a different doctor at another facility. The date of surgery was (B)(6) 2003. The reporter stated they started seeing this patient in 2006 and at a post-op visit in 2009, the va was 20/30. At a post-op visit on (B)(6) 2011, the va was 20/70 and the lens was a rust/reddish color. The lens remains implanted.

Manufacturer narrative:
Device history record review. Results - a review of the device history record was performed and nothing was found in the raw materials, manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint (no conclusion can be drawn): based on the complaint history, work order search and the device history record review, a specific root cause of the event could not be determined. (B)(4).